Event description:
It was reported that during a surgical procedure, the bur broke. It was also reported that there was a few minutes delay as a result of this event. It was further reported that there were no adverse consequences and the procedure was completed successfully.

Manufacturer narrative:
H6: the quality investigation is complete.

Manufacturer narrative:
A follow up report will be filed once the quality investigation is complete.

Event description:
It was reported that during a surgical procedure, the bur broke. It was also reported that there was a few minutes delay as a result of this event. It was further reported that there were no adverse consequences and the procedure was completed successfully.